Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that the ins battery wasn¿t holding a charge correctly and when she was able to get it charged up, the ins would shock her. The patient noted that her healthcare provider (hcp) told her she should switch her ins battery out with another manufacturer¿s. No further complications were reported.